Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used in the colon during a colonoscopy with cold snare polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare failed to cut the polyp. An extra effort was exerted to pull back the handle and the catheter broke near the handle. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) loop failed to cut. (B)(4) catheter broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.